Event description:
The catheter broke. There was no injury and it was not replaced.

Manufacturer narrative:
The facility reported that sometime in (B)(6), a catheter broke near the inflation pigtail. The catheter came out and was not replaced. There was no patient injury and no medical intervention was indicated. No other information was provided by the facility. The catheter was not retained for evaluation. No photos were sent. A root cause has not been determined.